Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an infection, and the patient experienced pain which the patient was also informed that there was a device malfunction. A revision was performed and the ICD along with the lead were explanted. No additional adverse patient effects were reported. This device will not be returned for analysis.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.